Manufacturer narrative:
This supplemental is being submitted due to additional information received regarding the event narrative and corrected patient and device information. Additional information has been requested regarding the [reason for ai] of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the vad exhibited an increase in power consumption.

Manufacturer narrative:
This supplemental is being submitted for additional information received about the event narrative and the patient's relevant history, as well as the patient identifier. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the driveline had also exhibited severed wires. Review of log files also indicated a vad stop. A driveline repair was done. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection of the driveline segment revealed damage to the driveline's strain relief, as well as fluid ingress within the strain relief. Additionally, a break in the outer sheath and yellowing of the outer sheath were noted. Furthermore, visual inspection and on-site inspection of the driveline revealed that the white and blue wires of the driveline cable were severed at the location of the outer sheath break. Functional testing of the driveline segment revealed that all wires maintained continuity from the site of the wire damage through the driveline connector, indicating that the strain relief damage and fluid ingress did not contribute to the reported electrical faults, and the connector was able to connect securely to a test controller port. Log file analysis revealed that a reactivation event was logged on (B)(6)2020 at 22:08:32 due to an overcurrent condition detected on the front stator. An electrical fault alarm was then logged at 22:08:33 due to an overcurrent condition on the rear stator. A vad stopped alarm was simultaneously logged at 22:08:33 and a vad disconnect alarm was logged at 22:08:34; these alarms were due to the fault conditions on both stators. An additional electrical fault alarm was then logged at 22:08:37 indicating that the front stator was not connected, resulting in the pump running on a single stator (rear-stator only). 13 high watt alarms were logged starting at 22:09:25, due to the increased power consumption required to run on a single stator. Another electrical fault alarm was logged at 04:44:41 on (B)(6) 2020 indicating that the front stator was not connected. As a result, the reported event was confirmed. A driveline splice procedure was performed to mitigate the reported conditions. The most likely root cause of the strain relief damage may be attributed, but not limited, to wear and/or the handling of the d evice, which likely then allowed for fluid ingress. Based on historical review of similar events, the most likely root cause of the yellowing and damage of the driveline outer sheath may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the reported electrical fault alarms and vad stopped alarms can be attributed to the driveline cable wire damage, likely due to the handling of the device after the outer sheath damage left the driveline cables exposed. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the vad destination therapy trial improved blood pressure management clinical study. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms and high watt alarms. It was further reported that while inspecting the patient's driveline, it was found to condensation under the covering near the driveline connection. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. The vad remains in use and a driveline servicing will be done. No patient complications have been reported as a result of this event.